Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The questionnaire indicated the use of a cartridge, a handpiece, adn a viscoelastic. Product history records could not be reviewed for the cartridge and handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The component used from the duopack of viscoelastic was not specified. The product investigation could not identify a root cause. Info selected on the questionnaire indicated the iol did cause/contribute to the event, even though written info on the questionnaire stated that the surgeon did not blame the lens, but this pt was not able to adjust to this type of lens. The iol was exchanged for a different lens model and a 0.5 diopters difference in power with a good outcome. The product was not returned for an eval and no specific root cause was able to be ascertained from available info on the questionnaire. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info be phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the pt was unable to adjust to the lens. The iol was exchanged for a different lens model to obtain a better visual result. Add'l info was provided from the scrub tech, who reported that the pt was having issues driving at night due to the vision after having the lens implanted. The surgeon is not blaming the lens, this pt was just not able to adjust to this type of lens. The iol was exchanged for a different lens model 0.5 d difference in power with a good outcome.